Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7051790. UDI: (B)(4).